Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Clinical study. It was reported that 35 days after a coronary drug eluting stenting treatment procedure, the patient expired. The lesion being treated in the index procedure was a 3.0x23mm, 95% stenosed portion of the mid right coronary artery (mid rca). The physician treated the target lesion with successful placement of a taxus liberte 3.00x28mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis. The patient was discharged 5 days later on aspirin and plavix. The discharge assessment found the patient had renal insufficiency. Serum creatinine was greater than 265 micromoles/liter. In 35 days after the initial procedure the patient expired. The cause of death was unk. In the opinion of the physician the relationship of the death to the taxus liberte stent was unk. At the time of this event, the patient was taking aspirin and plavix. This product is only ous approved, but it is similar to a marketed us device.